Event description:
It was reported that while using the ilet system with a freestyle libre 3+ continuous glucose monitor (cgm), the patient experienced repeated lows following prior hyperglycemia as the pump corrected over several hours, with a nadir of 68 mg/dl, and then developed hyperglycemia after removing the pump for a shower, overtreating the low with chocolate and a snack, and not promptly reconnecting the pump. Symptoms included hypoglycemia and hyperglycemia. Outcomes included stabilization of glucose after treatment and subsequent contact, with no medical intervention or hospitalization. Investigation included complaint handling, device-use history review, user interview, and assessment of cgm and pump usage. Investigation of this case revealed user-related factors including missed pump reconnection and overtreatment of hypoglycemia, with no evidence of device malfunction. It was concluded that the event was due to use error and management of hypoglycemia rather than a device failure, and that troubleshooting and education were completed regarding low treatment and pump reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.